Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was evaluated during service, for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event is caused by a component failure of foot switch. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the olympus flushing pump had foot switch damaged during an unspecified procedure. There were no reports of patient harm.